Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and twisted limbs leading to an expansion issue were identified. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl900j vena cava filter allegedly experienced an activation failure including expansion failure. This report was received from one source. Age, weight, and gender were not provided for the patient. There was no reported patient injury.

Manufacturer narrative:
One device was received for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl900j vena cava filter allegedly experienced an activation failure including expansion failure. This report was received from one source. Age, weight, and gender were not provided for the patient. There was no reported patient injury.